Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the c-clamp to be in the open position and both ports to be closed. Surgical tape was found wrapped around the y-port. The external bolster was located at the 5 centimeter mark. The round internal bolster was found to have detached from the tubing. Examination of the distal end of the tubing shows evidence of proper molding and a portion of the bolster remained attached to the tubing. The bolster edge was jagged and torn. The returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the internal bolster had been separated. Bolster detachment during removal most likely occurs because the bolster is larger than the gastrostoma and the user might apply excess force to remove the device. This excess tensile force can cause the bolster to detach. Per additional information provided the bolster detached during a replacement procedure. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010 (exact date unknown). According to the complainant, during the procedure on (B)(6), 2010 while removing the tube for replacement a portion of it fractured inside the patient's stomach. The patient was taken from a clinic to the emergency room. The physician used an esophagogastroduodenoscopy and grasping forceps to remove the fractured tube. It is unknown whether a new device was placed. The condition of the patient was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010 (exact date unknown). According to the complainant, during the procedure on (B)(6), 2010 while removing the tube for replacement a portion of it fractured inside the patient's stomach. The patient was taken from a clinic to the emergency room. The physician used an esophagogastroduodenoscopy and grasping forceps to remove the fractured tube. It is unknown whether a new device was placed. The condition of the patient was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010 (exact date unknown). According to the complainant, during the procedure on (B)(6) 2010 while removing the tube for replacement a portion of it fractured inside the patient's stomach. The patient was taken from a clinic to the emergency room. The physician used an esophagogastroduodenoscopy and grasping forceps to remove the fractured tube. It is unknown whether a new device was placed. The condition of the patient was reported to be stable.